Manufacturer narrative:
Device evaluation: customer report of paravalvular regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The wireform was exposed on commissure 3.

Manufacturer narrative:
The device was returned to edwards for evaluation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately seven (7) years and four (4) months, was explanted due to aortic paravalvular regurgitation. This device was originally implanted for aortic valve replacement. This device was explanted and replaced with a non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.